Event description:
Found during routine testing. Customer called to report device has service indictor that does not clear when power is cycled. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the service indicator and observed fault codes in the device error log related to charging the defibrillator. Physio-control is continuing the device evaluation. Physio-control will submit a supplemental report on this event to the FDA.